Event description:
It was reported that the device lost power during a pt transport. There was no further details on the event and/or the pt provided, and no adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4): physio-control's initial device eval was unable to duplicate the reported failure. The customer declined physio's add'l device eval/repair and opted to scrap the device. A conclusive cause for the reported problem could not be determined.